Event description:
New information received notes that when an asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed again after device reprogramming. Additional recommended programming changes will be made.

Manufacturer narrative:
UDI(di):0 (B)(4).

Event description:
It was reported that during follow-up, post-paced t-wave oversensing was observed on stored egm. Programming changes were made. Patient's condition was stable.